Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1316404) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it should be noted that excessive tamping may plant the tip of advancer tube deep into the freeze-dried sealant resulting in the sealant adhering to the advancer tube. Then during the removal of the advancer tube the sealant could follow the advancer tube out of the tissue tract.

Event description:
It was reported by the aci clinical specialist that an (B)(6) male pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unk). Peri-procedure, the pt was anti-coagulated with heparin. Following the procedure, the physician (B)(6) is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that when the device was removed from the pt there was sealant stuck to the advancer tube. The pt was converted to 15 minutes of manual compression at which time hemostasis was achieved. The pt was hospital for reasons unrelated to the mynxgrip device/mynxgrip procedure.